Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that, after the initial ins was implanted, the patient couldn't get a connection because the battery would cause it to flip all the time. The device was moved to her stomach but moved higher up on her side. Then, the ins was moved to her stomach. The battery stuck out of the patient's stomach when the "dsc" was changed to "paddle". Another surgery occurred to place the battery deeper. With multiple procedures, there was increased pain that had not been manageable. There was a lot of pressure in her stomach where she cannot sit straight up or bend over. The patient stated that she felt worse than post-implant of the first ins.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that post implant the stimulator kept flipping. The healthcare provider move the stimulator but it was still not in a good spot. The stimulator was then moved to the stomach area and the patient still was not getting connection with the recharger. The patient decided to have a non-rechargeable stimulator placed instead. There were no traumas or falls reported to be related to the issue. The indication for use was non-malignant pain. No patient symptoms reported.